Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and confirmed helium leaking from the external tank and found the problem to be double stacked o-rings on the helium regulator. Removed extra o-ring and performed passing helium leak test below 5 mmhg in 5 minutes. The fse then performed functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit has a helium leak. There was no patient involvement.